Event description:
The pt presented with a thoracic aortic aneurysms. A gore viabahn endoprosthesis was used as an endo-conduit to gain access to the distal right common iliac artery. The viabahn device was ballooned; however, attempts to pass the gore tag thoracic endoprosthesis through the endo-conduit were unsuccessful. The physician decided to abandon the procedure. The distal portion of the viabahn device was trimmed, and the arteriotomy was closed attached to the upper lip of the viabahn. A palpable pulse was noted and the wound was closed. The pt tolerated the procedure well and was transported to the recovery room in stable condition. An add'l procedure was added the same day. At the end of the initial procedure, the pt had no flow distal to the repair of the right common femoral artery. The angiogram showed a total occlusion at the distal aspect of the viabahn device where the closure of the artery occurred. A balloon angioplasty was performed and an express biliary ld stent implanted. Good flow was reported following the procedure.

Manufacturer narrative:
The device was used outside of the product's instruction for use (IFU).